Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood results were 129 mg/dl and 95 mg/dl. Tests were done 11-20 minutes apart with a difference of 27%. Patient did not experience any adverse events. No further information has been reported.